Manufacturer narrative:
Concomitant medical products: rvdr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain at the site of the implantable pulse generator (ipg). It was further reported right atrial (ra) lead displayed intermittent undersensing during atrial tachycardia (at)/ atrial fibrillation (af) episodes. It was noted that an atrial lead position check failure had occurred and diminished p-waves were noted. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.